Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead showed a high acute threshold value following implant. The lv lead output was lowered slightly and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during implant, when the physician slit the catheter, the lv lead moved. The physician chose not to reposition the lead as access and placement was difficult.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.